Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 432 mg/dl, 201 mg/dl, and 302 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.